Event description:
The user facility reported that a 61-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced a pump did not start issue. After the device was inserted, positioned & wire removed, the flows attempted to initiate. A high, erratic motor current was noted then the pump stop error occurred. It was also reported that there was an impella defective alarm. Multiple attempts to restart the pump were unsuccessful. While obtaining a second automated impella controller (aic), the physician noted improved left ventricular function and decided against placing a new pump. The surgery was completed surgery with minimal pressor support. There was no reported harm to the patient.

Manufacturer narrative:
The investigation into the reported pump did not start issue was completed. The device was returned for evaluation. Analysis of the data logs revealed that following insertion, there was an immediate motor current (mc) spike, indicating an open line in all three motor phases. The pump was electrically tested and the open line was confirmed. Based on the available information, the root cause of the pump being unable to start was an open line due to a tensile pull/excessive force on the catheter which stretched the motor cables to the point of breakage. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.